Event description:
It was reported that during patient use the cuff of the tracheostomy tube was leaking air. The caller reported that the tube had been in use only one hour. The caller reported that non routine extubation and reintubation of a replacement tube was required. The tube was successfully replaced. Reference MFR report number: 2936999-2012-00058.

Manufacturer narrative:
If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.